Event description:
According to the reporter during a laparoscopic lobectomy/wedge resection, they were unable to fire the staples and the staple line was incomplete proximally and centrally. Another reload was used to fix the staple line. There was potential prefiring during loading. No reinforcement material was used. No patient adverse events were reported. The patient has undergone chemotherapy or radiation treatments. Current patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted the reload is engaged to the instrument, the retraction knob is not fully retracted, and cannot move entirely back. Pmv performed functional testing which included the instrument was successfully loaded with sulu. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.